Manufacturer narrative:
Conclusion and justification status: the complaint states mom hip left side will be revised on unknown date. The patient¿s lawyer has contacted us seeking compensation. A review of complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mom hip left side will be revised on unknown date. The patient's lawyer has contacted us seeking compensation. Update rec'd 24 may 2016 - the patient's lawyer letter was received. The letter was reviewed for MDR reportability. The lawyer letter confirmed the patient was experiencing pain. At this time the patient's head and liner are being reported. The complaint was updated on: 06/15/2016.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.